Event description:
It was reported that the patient experienced a flipped pump. Per the reporter, the pump "kept turning". The patient's pump was subsequently removed.

Manufacturer narrative:
(B)(4).